Event description:
On (B)(6) 2013, the reporter contacted animas indicating that the pump date was set incorrectly to (B)(6) 2013. The reported issue was unable to have troubleshooting completed during the phone call. This complaint is being reported because troubleshooting was unable to be conduct to determine if the issue could be resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings:there was no data from the time of the event due to continued use of the product. The available pump history showed no evidence of a time/date issue. A time keeping accuracy test was performed and the pump was maintaining the time accurately for 5 days. The pump was powered off for one hour and then powered on and the time and date had reset to default. The pump was opened and the internal clock battery was observed to be leaking.